Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump was received with cracked battery tube threads, cracked case at the battery tube side, and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 06-oct-2023 in the pump history file. (B)(6) 2023 01:48:51.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5 (B)(6) 2023 05:05:22.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3.25 bolusamountdelivered = 3.25 (B)(6) 2023 12:43:30.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.65 bolusamountdelivered = 1.65 (B)(6) 2023 14:28:47.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.175 bolusamountdelivered = 1.175 (B)(6) 2023 15:28:26.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1 bolusamountdelivered = 1 (B)(6) 2023 15:43:56.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3.275 bolusamountdelivered = 3.275 (B)(6) 2023 18:08:22.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.225 bolusamountdelivered = 1.225 (B)(6) 2023 19:19:50.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3.7 bolusamountdelivered = 3.7 (B)(6) 2023 20:19:15.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 3 bolusamountdelivered = 3 (B)(6) 2023 23:36:56.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1.175 bolusamountdelivered = 1.175 please see below for the daily total of all insulin delivered on the event date 06-oct-2023 in the pump history file. (B)(6) 2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 34.85 dailytotalofbasalinsulindelivered = 17.75 dailytotalofbolusinsulindelivered = 17.1 there were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date 06-oct-2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 06-oct-2023 in the pump history file. (B)(6) 2023 20:33:17.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. (B)(6) 2023 20:33:54.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. (B)(6) 2023 20:35:06.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. (B)(6) 2023 20:40:24.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. No delivery (7) not confirmed. The pump passed the functional testing. Unable to confirm alleged (ketoacidosis) dka/high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Cosmetic damage was confirmed at the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6( hecc,heic) with this report.

Event description:
Updated summary - corrections requested by medical safety: the customer reported bg of greater than 400 mg/dl. Troubleshooting was performed and customer reported two cracks on the back of the battery compartment.

Event description:
Information received by medtronic indicated that the customer reported an insulin flow blocked alarm and was hospitalized due to hyperglycemia and diabetic ketoacidosis. No additional details were given. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the pump and it will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.